Event description:
It was reported that the insulin pump was received with the drive support cap missing from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with missing drive support disk sticker, loose drive support disk and cracked reservoir tube.